Event description:
The customer reported via phone call that he accidentally bumped his sensor while cleaning. After taking it apart, the customer found that it was still inserted. When the customer was taking it out, he noticed that the plastic piece was still inside him. Customer tried getting it out with tweezers but he was advised by his doctor to go to the emergency room to get it removed. Customer was picking up trash and while picking something up, he bumped his side. Customer attempted to remove the electrode and still has the sensor base to send back. Customer stated that the cannula is still in the skin. Customer attempted to remove the cannula on their own. Sensor will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.